Event description:
It was reported the rf (radio frequency) head had issues with device interrogation on and off and finally stopped working. The rf head is being returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.